Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported issue cassette not attached error alarm was confirmed. It was noted that defective downstream occlusion (dso) sensor was the cause of the reported issue. Service will replace the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly. No adverse effects were reported.